Manufacturer narrative:
Z code is now z-1768-2019.

Event description:
There was no patient involvement.

Manufacturer narrative:
The customer reported bezel post recall was confirmed. The proximate cause of the bezel post recall was identified and was found to be recall affected, the bezel was replaced. The proximate cause of the ail replacement was the result of a broken housing due to customer damage. The proximate cause of the door replacement was the result of a keypad dented due to customer damage. The proximate cause of the rear case replacement was the result of a damaged dome due to customer damage. The proximate cause of the door latch replacement was the result of a sear cracked due to customer damage. The proximate cause of the male and female iui replacement was the result of corroded due to maintenance issues.

Event description:
The device had multiple component issues.

Manufacturer narrative:
H10: the customer reported bezel post recall was confirmed during servicing activities. This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer reported problem was confirmed. The device was repaired, retested and returned to the customer. There was no reported patient involvement. The device is used for therapuetic purposes.